Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door will not latch through the experience of a door not fully latched message. Evaluation determined the cause to be a missing upper link switch. The upper auxiliary assembly, including the link switch, was replaced.

Event description:
It was reported that a spectrum pump experienced a door that would not latch. Any pt involvement, injury or medical intervention is unk.